Event description:
An altitude alarm was declared on the pump, but there was no adverse impact to the customer's blood glucose level, which remained at 204 mg/dl. The customer, under guidance from tandem technical support, was instructed to remove obstructions and clean the pump's speaker holes, and to attempt resuming insulin delivery. Despite these steps, the alarm recurred even after loading a new cartridge. As the pump was out of warranty and unable to be replaced, the customer was advised to rely on backup insulin therapy and to consult their healthcare provider for emergency backup therapy.